Event description:
Luer connector of the suspect device slid during treatment shifting the dwell position a few millimeters during brachytherapy treatment. There was no pt misadministration/adverse event associated with this event however, the info suggests that the product problem may cause or contribute to a misadministration/adverse event if the malfunction were to recur.